Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have the conductor wire insulation damaged. There was no material missing, however the conductor wires were exposed. The instrument passed an electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly.

Event description:
It was reported that after a da vinci-assisted sacrocolpopexy surgical procedure, the cable of the fenestrated bipolar forceps instrument cable was torn/ would not open. There was no patient involvement.